Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4); stockert 70 system, model #: m-5463-01, serial #: (B)(4); coolflow pump, model #: m-5491-02, serial #: (B)(4); pentaray navigational eco catheter, model #: d-1282-08-s, lot #: 17534575l. Manufacturer's ref. No: (B)(4). Irrigated catheter flow was set at 17cc/min. Patient received anticoagulation during the procedure with activated clotting times maintained between 250-300 seconds. The smarttouch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 system. The carto did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for idiopathic left ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis and pericardial drain. At the end of the procedure, after the catheter removal, the patient became hypotensive and a tamponade was confirmed via ultrasound. A pericardiocentesis yield was estimated at more than 1400cc. No additional medical or surgical interventions were indicated. The patient required extended hospitalization as a result of this adverse event for pericardial drain maintenance. The patient fully recovered with no residual effects. It was noted that the patient did not move during the procedure. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event was that it was related to procedure and not related to any biosense webster, inc. Products. No transseptal puncture was performed. No sheath was used. Generator parameters at the time of injury: power control mode with thermocool settings of 10 watts (not titrated) and temperature cut-off of 45 degrees celsius (standard), temperature of 38 degrees celsius (not confirmed), and impedance of 225 ohms (high). Overall ablation time at the site of injury was 20 seconds. Last ablation cycle time is unknown.